Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. On the same day as the event onset, the patient was hospitalized and was treated with ceftazidime (1gm, once daily, for 14 days, ongoing, route was not reported), vancomycin (1gm, every 4 days, for 14 days, ongoing, route was not reported) and imipenem (500mg, twice daily, for 14 days, ongoing, route was not reported) for peritonitis. At the time of this report, the patient remained hospitalized but has recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.